Event description:
It was reported that an ilet pump was accidentally dropped in a bathroom, resulting in a cracked and unresponsive touchscreen, and the user received assistance to set up a replacement device while continuing with a g7 sensor and compatible infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen with a stress-related problem identified in relation to the drop event. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Investigation description: display damage due to impact.